Event description:
The facility reported to customer svc a pump that the air in line alarm on channel "c" was not working (failure to alarm). This event occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available.